Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent breast augmentation revision surgery with a 250cc mentor smooth round moderate plus profile saline breast implant experienced right sided capsular contracture baker grade IV post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The complaint device that is being reported in this report is the same device that was reimplanted off label in manufacturer's report number 1645337-2022-03463.